Event description:
It was reported that during the procedure, there was difficulty advancing a catheter over a whisper es guide wire. The guide wire felt sticky. There was also difficulty removing the catheter from the guide wire. A non-abbott guide wire was successfully used with the same catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.